Event description:
A medtronic rep reported, the stealthstation s7 system camera stopped working and went to black status after registration. The medtronic rep switched cameras with another system and black status continued. It was noted that the cable was frayed. A second stealthstation s7 system was used to complete the surgery. There was no impact on pt outcome.

Manufacturer narrative:
Rmas issued for io hub, usb cable & power supply. Cable jacket was cut about 74in from right angle lemo connector. Shield wire has been exposed and no other internal wires were damaged. Cable passed continuity test with no opens or shorts detected. Computer boots normally, all apps launch, hardware fully functional. I/o hub fully functional. Replacement parts shipped (B)(4) 2012.